Manufacturer narrative:
Citation: takagi k et al. The predictors of peri-procedural and sub-acute cerebrovascular events following tavr from ocean-tavi registry. Cardiovasc revasc med. 2020 jun;21(6):732-738. Doi: 10.1016/j.carrev.2019.10.013. Epub 2019 oct 31. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the predictors of peri-procedural and sub-acute cerebrovascular events following transcatheter aortic valve replacement (tavr). All data were retrospectively collected from a multi-center registry between october 2013 and july 2016. The study population included 1,613 patients and was predominantly female with a mean age of 84 years and a mean weight of 50 kg. Of those, 144 patients were implanted with medtronic corevalve transcatheter valves. No serial numbers were provided. Among all patients, 159 deaths occurred during a median follow-up period of 289 days (range of 105 to 409 days). No further details were provided about the deaths. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: cerebrovascular event (disabling stroke, ischemic stroke, hemorrhagic stroke, or transient ischemic attack) within 24 hours (corevalve: 1 case) or 30 days (corevalve: 3 cases) after tavr; conversion to cardiac surgery; need for percutaneous cardiopulmonary support during tavr; hemodynamic instability during tavr; permanent pacemaker implantation; second valve implantation; cardiac tamponade; peri-procedural myocardial infarction; coronary obstruction; new onset atrial fibrillation; patient-prosthesis mismatch; moderate to severe aortic regurgitation; and life-threatening bleeding. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.